Manufacturer narrative:
Height: 155 cm. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event information has been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 25, 2016. (B)(4).

Event description:
It was reported that on (B)(6) 2016, a foley catheter and unometer system was applied to a patient but on (B)(6), the intensive care coordinator reported difficulty taking the urine sample through the luer lock sampling port. It was further reported that they associated the failure to an obstruction due to urine sediment. Reporter stated that the patient has choluric urine with abundant brown sediment crystalized on the walls of the device. A photo was also received depicting the complaint issue.